Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of approximately 40 mg/dl. The customer was treated with intravenous insulin and saline. The customer was released from the ER approximately 6-7 hours later with the reported issue resolved and no permanent damage. Reportedly, the cause for the reported issue was due to loss of connection occurring between the pump and transmitter. The pump was reset to resolve the issue.